Manufacturer narrative:
The mscm1 (control module) is an electronic device that runs the software necessary to operate the mammotome revolve dual vacuum-assisted biopsy system. The device also houses the vacuum pump, power supply, valve actuators, user touchscreen interface and control electronics. The device was returned to devicor medical products inc. For evaluation. When powered on the device was confirmed to have a smoke odor. When opened, there was evidence on the main pcb board indicative of excessive current draw from a short circuit; 24v to ground. It is not likely that this short circuit would have led to a fire in the device. A 24v short to ground has been assessed in the dfmea as a low risk.

Event description:
Devicor medical products inc. Received a report from affiliate, (B)(4), stating, "during initializing process, everything was fine. Twenty minutes after the power was turned on, suddenly there was burning sound and smell and the power was turned off". There was no report of patient or user injury. This has been documented in our complaint system as record # (B)(4).